Event description:
It was reported the patient had no stimulation sensation on the right implantable neurostimulator (ins). Stimulation was reported as on, but the patient was not feeling it. Initial impedance testing showed impedances greater than 4,000 ohms on electrode pairs 0/2, 0/3, and 1/3. Impedances testing showed ¿???¿ on electrode pair 1/3. It was noted ¿???¿ occurred on the left (concomitant) ins as well. Retesting of impedances at 4 volts and 450 pulse width found impedances greater than 4,000 ohms on pairs c/0, 0/2, and 0/3. The patient was programmed using electrodes 0, 1 and 2, with therapy impedances reading at 2184 ohms. Reprogramming was done with c/2, and the patient felt stimulation, but not far up to cover patient¿s pain. The patient felt no stimulation with c/1 or 1/2 programmed. It was reported both devices had been programmed off, and the patient physician informed the patient that both leads, extensions, and inss needed to be replaced. It was reported the patient would make the appointment for the revision if they wanted to, no revision was scheduled or planned the day of report. It was noted the patient had not felt the appropriate coverage for the past 6-7 years, but they had a car accident just a few months ago. It was noted the patient¿s left ins was controlling appropriate stimulation to cover their pain. The right ins was reported to cover their lumbar pain. It was later reported the patient had met with their physician, and the patient was considering their options.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3888-28, lot# l66981, implanted: (B)(6) 2000, product type lead; product ID 7425, serial# (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 3888-28, lot# l35962, implanted: (B)(6) 1998, product type lead; product ID 7495-66, serial# (B)(4), implanted: (B)(6) 1998, product type extension. (B)(4).